Event description:
Probe prepared per instructions. Physician started treatment that was to run for 8 minutes and the thermachoice unit shut itself off after 3.5 minutes. Treatment restarted and the same thing happened after 2.5 minutes. A new disposable probe was opened, prepared properly and treatment restarted. Thermachoice unit shut itself off again. 800# called and staff advised not to use. Another facility has a thermachoice unit that is currently out for repair having similiar problems.